Event description:
Meter name: one touch profile, strip name: lifescan, meter code: 8, strip code: 8, strip storage: unknown, symptoms: insulin reaction. A patient reported they were treated by emt. Their meter allegedly was inaccurately high. The result on their meter was 365 and 200 (no units). The result on the emt meter was 60 and 90 (no units). The time difference between patient's meter and emt was within 20 minutes. Treatment was unknown.